Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.